Event description:
User called and wanted to discard sets/syr and replaced 8 sets. User was told by tech to discard sets/syr and use the new boxes. When user called, user was advised to save any set/syr with problem in the future for analysis purpose and to have them replaced. Customer was admitted to hospital for high bg's